Event description:
The facility representative reported an ipump with a condition of "unknown problem." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an unknown problem involving an ipump was not confirmed nor reproduced during sample evaluation. However, service confirmed a damaged micro-processor unit (mpu) board. The assignable cause was determined to be a corrosion on the mpu board. The mpu board was replaced to fix the reported condition. A service history review was performed revealing the reported condition is related to a previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. If additional information is received, a follow-up medwatch will be submitted